Manufacturer narrative:
The pump was received with intermittent up and down button response due to corroded keypad traces. No button error alarm during testing was noted. The pump passed all functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The pump primed properly. The pump was received with minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump had unresponsive buttons. The customer's blood glucose level was unknown. The customer received button error alarm. The customer's blood glucose level had been as high as 503mg/dl. The customer treated the high with manual injection. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.